Event description:
It was reported that the patient's right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention was performed. No patient consequences were reported.